Event description:
The following information was reported: the physician reported that the balloon was pulled completely through the sheath during device pullback with the balloon completely inflated and without rupture. The sheath remained in place in the patient and was ultimately pulled out and converted to manual compression for less than 30 minutes without any issue. The patient was not hospitalized. Stick location: left common femoral artery, vessel size: 5-7mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1412901) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that balloon was pulled completely through the sheath during device pullback with balloon completely inflated and without rupture. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is compressed and can result in balloon pull through the arteriotomy.